Event description:
Article published in the journal of urology stated an observation of a single case of acute and fatal interstitial pneumonitis 2 weeks after trans-urethral collagen injection in a elderly woman with stable rheumatoid arthritis. The pneumonitis was severe, noninfectious and believed by the primary physician not to be due to methotrexate.